Event description:
It was reported by the customer that on (B)(6) 2024, the patient found that the chemotherapy pump was leaking at night, and there was no problem with the joint when checked, and the infusion port needle was found to be leaking, and the test found that there was water leakage on the side after the needle was removed. Chemotherapy drugs irritate the skin. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.